Event description:
Pt was a two-month-old premature male infant who was being treated for suspected sepsis. A percutaneous catheter had beed inserted approx a month prior to this incident. On 9/11/98, pustule was noted at the insertion site, and the catheter was ordered to be removed and the tip cultured. The nurse took off the dressing, applied betadyne to the site, and started to pull out the catheter. It initially seemed to releasing, but the nurse realized she was stretching the catheter. She obtained a suture removal kit and used tweezers to try to remove the catheter. The catheter broke, leaving a section in the pt. The pediatric attending was able to remove two add'l pieces of the catheter. A f/u x-ray revealed that there was a third place remaining in the pt. The pt was taken to surgery to have the retained portion removed.